Event description:
Pt experienced irregular heartbeat after using tens device. Pt sought medical attention, was given an injection (drug unknown) and discontinued use of tens. No remaining symptoms or secondary effects at this time.